Event description:
After a cs25 stapler had been fired in an esophagogastrostomy procedure, it was observed that the tissue had been only partially cut. The tissue was subsequently transected via electrocautery.

Manufacturer narrative:
Patient's age and weight are not known. (B) (4).. Expiration date cannot be ascertained because the lot number is not known. The date of manufacture could not be ascertained because the lot number is not known. Owing to the fact that the patient had an infectious disease the device was not returned. The lot number was not provided, and so a review of the DHR could not be conducted. Device was not returned to manufacturer.